Manufacturer narrative:
The target lesion was the renal artery. There was no calcification or vessel tortuosity, the rate of stenosis was 90%. Approach was made from the femoral artery. After pre-dilatation with an unknown balloon, a palmaz genesis stent delivery system was delivered and the stent was placed in the lesion successfully. The physician attempted to remove the device from the patient, but the balloon delivery system of the palmaz genesis was unable to be withdrawn into the britetip guiding catheter. The palmaz genesis was removed together with the britetip from the patient as one unit. The procedure was completed without patient injury. (B)(4). A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 14152665 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r1208052 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance.the product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient was male but age was unknown. The target lesion was the renal artery. There was no calcification or vessel tortuosity, the rate of stenosis was 90%. Approach was made from the femoral artery. After pre-dilatation was conducted with a 3x20 balloon (details unk), a palmaz genesis was delivered and the stent was placed in the lesion successfully. The physician attempted to remove the device from the patient, but the balloon delivery system of the palmaz genesis was unable to be withdrawn into the britetip guiding catheter. Therefore, the palmaz genesis was removed together with the britetip gc from the patient as one unit. The procedure was completed without patient injury. There is no product return.